Manufacturer narrative:
The device was explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A gradual decline in the patient's hearing performance was noticed since (B)(6) 2015. A history of head trauma was denied. The patient was re-implanted.

Manufacturer narrative:
Conclusion: according to the received information, damage to the active electrode, most likely due to excessive mechanical stress appears very likely. However, the location of the breakage could not be determined during device investigation due to the condition in which the device was received. This is a final report.

Event description:
A gradual decline in the patient's hearing performance was noticed since (B)(6) 2015. A history of head trauma was denied. The patient was re-implanted.